Event description:
The customer reported 20 false positive results for rsv target on the alinity m resp-4-plex assay. The samples were retested on either the alinity m, filmarray, torch or cepheid. The customer stated that rsv was rare in their lab and it is highly unlikely that they could have a contamination issue. The customer confirmed none of the false positive results were released outside the laboratory. Therefore, there was no report of impact to patient due to this observation. This incident is being reported to FDA because the incident occurred in netherlands using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer did not provide any sample ID for their questioned results, therefore customer data was unable to be reviewed. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525309, and 524960 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525309, and 524960. The qc amp kit masterlot testing met all acceptance and validity specification criteria for all three lots. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported discrepant result complaint for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525309, 524960, and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525309, 524960, and respective components. Complaint history review: three separate lot specific complaint history reviews were performed for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525309, and 524960 to identify complaints related to the discrepant results reported in the ticket. A product deficiency was not identified as a result of the complaint history review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lots 524960, 525309, 525766, and respective components, was not identified.

Manufacturer narrative:
B5 updated with reference to MDR 3005248192-2022-00188.

Event description:
MDR 3005248192-2022-00188 was submitted for a similar observation for the same customer site on a different alinity m system serial number.